Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated the display screen is scratched and the battery compartment is cracked. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 258 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. The back light functioned properly. No damage was noted to the electronic assembly. The insulin pump had minor scratches on the display window, cracked belt clip slot, cracked reservoir tube lip, cracked case, broken battery tube threads, stained address and serial number label and a stained end cap.